Event description:
Customer reports to have high blood glucose of over 500 mg/dl, which was treated with insulin pen. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was found that tubing had air bubbles. Customer states that insulin pump was rewound with reservoir in place. Customer was assisted in removing air bubbles. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.